Event description:
Information was received on (B)(6) 2025 from a patient regarding an implantable pump for non-malignant pain. It was reported that the area around the pump was swollen. Their healthcare provider could not find a cause and their bloodwork showed no infection. It had been going on for over a year and it was their third pump. Additional information received on (B)(6) 2025 from the healthcare provider (hcp) indicated that, in regard to the cause of the swelling, there was no therapy or device issue. No cause was validated. In regard to actions/interventions taken to resolve the swelling, "antibiotics with resolution" was reported. The swelling was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.